Event description:
A report was received that following a trial paddle lead implant procedure the patient was experiencing paralysis in her legs and loss of control of her bladder. The physician explanted the paddle lead and removed the epidural mass that was causing the symptoms. The physician assessed the patient had an epidural mass/hematoma and believes it was procedure related. The patient has regained some leg mobility and has been sent for physician therapy.

Event description:
A report was received that following a trial paddle lead implant procedure the patient was experiencing paralysis in her legs and loss of control of her bladder. The physician explanted the paddle lead and removed the epidural mass that was causing the symptoms. The physician assessed the patient had an epidural mass/hematoma and believes it was procedure related. The patient has regained some leg mobility and has been sent for physician therapy.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient is still paralyzed from the waist down. The patient has been sent for physical therapy.